Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation (bsc) that a jagwire revolution guidewire was attempted to be used in the left hepatic and common bile duct during an endoscopic ultrasound guided transgastric biliary drainage procedure performed on (B)(6) 2024. During the procedure, the guidewire was being used to attempt to cannulate the left hepatic and common bile duct. However, the physician was unable to complete cannulation due to severe angulation. When the wire was removed, it was observed that the wire jacket coating was partially stripped approximately three centimeters. Another non-bsc guidewire device was attempted to be used without success. The procedure was not completed due to this event. The patient was referred for percutaneous transhepatic cholangiography (ptc) but it is unknown if the ptc has been completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: investigation results the returned jagwire revolution was analyzed, and a visual examination found that the ptfe coating was peeled. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of ptfe peeled was confirmed. It is most likely that during the device manipulation, possibly in the procedure an excess of force was applied to the device such as during the guidewire insertion/removal of the device through another device, the interaction with the scope/tools or the attempts to advance through a difficult anatomy that could lead to the observed damage. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation (bsc) that a jagwire revolution guidewire was attempted to be used in the left hepatic and common bile duct during an endoscopic ultrasound guided transgastric biliary drainage procedure performed on (B)(6) 2024. During the procedure, the guidewire was being used to attempt to cannulate the left hepatic and common bile duct. However, the physician was unable to complete cannulation due to severe angulation. When the wire was removed, it was observed that the wire jacket coating was partially stripped approximately three centimeters. Another non-bsc guidewire device was attempted to be used without success. The procedure was not completed due to this event. The patient was referred for percutaneous transhepatic cholangiography (ptc) but it is unknown if the ptc has been completed at this time. There were no patient complications reported as a result of this event.